Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00148; 3006425876-2023-00262; 3006425876-2023-00174; 3006425876-2023-00175. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "central end lumen of the cvc kinked - advancing wire and thus final insertion not possible." There was "delay in emergency use, loss of time". No patient information was available at the time of this report.

Event description:
It was reported "central end lumen of the cvc kinked - advancing wire and thus final insertion not possible." There was "delay in emergency use, loss of time". No patient information was available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s: 3006425876-2023-00148; 3006425876-2023-00262; 3006425876-2023-00174; 3006425876-2023-00175.